Event description:
It was reported the scs system was turning off on its own. The sjm rep met with the patient and turned the magnet mode off. It was reported there were no impedance issues. Follow up identified the issue persisted. It was reported the system would shut off randomly, and no correlation was evident. It was reported the physician may undertake surgical intervention at a future date.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.